Event description:
Peritoneal dialysis (pd) titanium adapter causing hole in the pd catheter and fluid leak. This can either be caused by the titanium digging into the pd catheter or pd catheter is getting bent at this area when secured, although, from past incidents, if it because of bending by titanium the tear is usually about 1-2 cm above titanium rather than right at the titanium. Manufacturer response for titanium adapter for pd catheter, argyle two part titanium luer adapter (per site reporter). Manufacturer was requested to review the product.